Event description:
The customer obtained a non-reproducible, higher than expected, vitros nt-probnp result (patient sample b1 = 452 vs. An expected result = 232 pg/ml) from a single patient sample processed on a vitros 5600 system during a correlation study. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the customer retested the sample for an unknown reason. It is unknown if patient samples were reported out of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected, vitros nt-probnp result was obtained from a single patient sample processed on a vitros 5600 system during a correlation study. The investigation could be produce the initially obtained results and the user considered the investigation complete. The investigation could not determine a definitive root cause. There was no evidence that an instrument or a reagent related issue contributed to the event.